Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and found bubbles on lines and block 2 of reference (ref) electrode block was broken. The fse identified the broken ref electrode block as the cause of the failure. The fse replaced the ref electrode block which resolved the issue. The fse performed system verification without further issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1 initial reporter phone number is: (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported the generation of two (2) erroneously high chloride (cl) and low sodium (na) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.